Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc), failure to sense and out of range pace impedance measurements. A chest x ray was performed and a lead fracture was confirmed. Additionally, this patient had reported a red call doctor icon was displayed on their remote communicator. It is planned to perform a lead revision in the near future. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc), failure to sense and out of range pace impedance measurements. A chest x ray was performed and a lead fracture was confirmed. Additionally, this patient had reported a red call doctor icon was displayed on their remote communicator. It is planned to perform a lead revision in the near future. Additional information was received that this lead has been explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 156 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc), failure to sense and out of range pace impedance measurements. A chest x ray was performed and a lead fracture was confirmed. Additionally, this patient had reported a red call doctor icon was displayed on their remote communicator. It is planned to perform a lead revision in the near future. Additional information was received that this lead has been explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc), failure to sense and out of range pace impedance measurements. A chest x ray was performed and a lead fracture was confirmed. Additionally, this patient had reported a red call doctor icon was displayed on their remote communicator. It is planned to perform a lead revision in the near future. Additional information was received that this lead has been explanted. No additional adverse patient effects were reported.